Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler with the liberty cycler set and the adverse events of peritonitis, characterized by abdominal pain. It is well established pd patients are at high risk for infections of the peritoneum. The cause of the patient¿s peritonitis cannot be determined as there was no reported source; however, it was confirmed this patient adverse event was not due to a deficiency or malfunction of any fresenius product(s) or device(s) by a medical professional. Therefore, the liberty select cycler with the liberty cycler set can be excluded as a root cause or contributor to this patient¿s adverse event. Based on the required information, there is no allegation or objective evidence any fresenius product(s) or device(s) deficiency or malfunction caused this patient¿s adverse event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy reported to fresenius she experienced peritonitis. Upon follow up with the patient¿s pd registered nurse, it was reported this patient was hospitalized on (B)(6) 2022 following abdominal pain and drain complications during ccpd therapy. Peritoneal effluent fluid cultures taken in the hospital on (B)(6) /2022 presented with pseudomonas aeruginosa and a white blood cell (wbc) count of approximately 20,000/mm3 (exact count unknown). The patient was diagnosed with peritonitis due to unknown etiology and she was prescribed intravenous vancomycin (unknown dose, frequency and duration) during this admission. The patient¿s pd catheter (not a fresenius product) was removed early in the hospital admission (exact date unknown) and the patient underwent hemodialysis (hd) on a hospital provided hd machine for the duration of the admission. The patient had an uneventful hospital course and was discharged to home on (B)(6) 2022. It was confirmed, though the root cause of this adverse event was unknown, the patient¿s peritonitis, and the associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient continues hd therapy on an in-center basis post-discharge. The patient plans to resume ccpd on the same liberty select cycler at home once cleared by a physician.

Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler with the liberty cycler set and the adverse events of peritonitis, characterized by abdominal pain. It is well established pd patients are at high risk for infections of the peritoneum. The cause of the patient¿s peritonitis cannot be determined as there was no reported source; however, it was confirmed this patient adverse event was not due to a deficiency or malfunction of any fresenius product(s) or device(s) by a medical professional. Therefore, the liberty select cycler with the liberty cycler set can be excluded as a root cause or contributor to this patient¿s adverse event. Based on the required information, there is no allegation or objective evidence any fresenius product(s) or device(s) deficiency or malfunction caused this patient¿s adverse event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy reported to fresenius she experienced peritonitis. Upon follow up with the patient¿s pd registered nurse, it was reported this patient was hospitalized on 19/jan/2022 following abdominal pain and drain complications during ccpd therapy. Peritoneal effluent fluid cultures taken in the hospital on (B)(6) /2022 presented with pseudomonas aeruginosa and a white blood cell (wbc) count of approximately 20,000/mm3 (exact count unknown). The patient was diagnosed with peritonitis due to unknown etiology and she was prescribed intravenous vancomycin (unknown dose, frequency and duration) during this admission. The patient¿s pd catheter (not a fresenius product) was removed early in the hospital admission (exact date unknown) and the patient underwent hemodialysis (hd) on a hospital provided hd machine for the duration of the admission. The patient had an uneventful hospital course and was discharged to home on (B)(6) 2022. It was confirmed, though the root cause of this adverse event was unknown, the patient¿s peritonitis, and the associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient continues hd therapy on an in-center basis post-discharge. The patient plans to resume ccpd on the same liberty select cycler at home once cleared by a physician.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformance's, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that a peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy reported to fresenius she experienced peritonitis. Upon follow up with the patient¿s pd registered nurse, it was reported this patient was hospitalized on (B)(6) 2022 following abdominal pain and drain complications during ccpd therapy. Peritoneal effluent fluid cultures taken in the hospital on (B)(6) 2022 presented with pseudomonas aeruginosa and a white blood cell (wbc) count of approximately 20,000/mm3 (exact count unknown). The patient was diagnosed with peritonitis due to unknown etiology and she was prescribed intravenous vancomycin (unknown dose, frequency and duration) during this admission. The patient¿s pd catheter (not a fresenius product) was removed early in the hospital admission (exact date unknown) and the patient underwent hemodialysis (hd) on a hospital provided hd machine for the duration of the admission. The patient had an uneventful hospital course and was discharged to home on 28/jan/2022. It was confirmed, though the root cause of this adverse event was unknown, the patient¿s peritonitis, and the associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient continues hd therapy on an in-center basis post-discharge. The patient plans to resume ccpd on the same liberty select cycler at home once cleared by a physician.